Event description:
It was reported following insertion into the pt, blood leaked from the hemostasis valve. The device was exchanged for another and the procedure continued without difficulty.

Manufacturer narrative:
(B)(4). The returned introducer was tested for leaks using pressure and submerging in water; a leak was detected at the valve. The hemostasis cap was removed and the 2 part seal was examined, which revealed a round hole through the top half of the seal, which caused the leak. The hole was consistent with a needle puncture. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The IFU for this product instructs the user to insert the dilator into the introducer prior to insertion of the transseptal needle. Add'l info from the user regarding what other devices were inserted into the introducer hemostasis valve was requested but is unavailable.